Event description:
The customer stated that visible smoke was observed coming from the architect i2000sr monitor when it was turned on. The customer successfully replaced the monitor. No injury was reported.

Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete. (B)(4).

Manufacturer narrative:
The architect i2000 is certified to the appropriate (B)(4) safety standards that apply to electrical equipment for measurement, control, and laboratory use. The objective of the safety standards as related to fire "is to ensure that the design and methods of construction provide adequate protection for the operator and the surrounding areas against spread of fire from the equipment". There shall be no spread of fire outside the equipment in normal conditions or in single fault condition. Abbott's equipment in most cases provides redundant protection against fire. In addition, the safety standards require double protection against electric shock. A complaint search did not find any additional incidents where smoke was emitted from the monitor attached to the architect i2000sr, serial number (B)(4). Based on the available information, no product deficiency was found for this issue. The architect system operations manual provides adequate instructions involving electrical and chemical hazards and provides an emergency shutdown procedure.